Manufacturer narrative:
The device was received for evaluation. During functional testing, pump does not detect when door is closed was reproduced. A review of the event history log revealed multiple shut door - power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be an out of specification door hooks. The hook requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not detect when the door is closed during an unspecified process step. There was no patient involvement. No additional information is available.